Manufacturer narrative:
Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Relevant corrective actions have been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: 03.114.001 / h161606 part was not returned, an investigation could not be performed. DHR review: no findings. Due to previously received market feedback the failure of the drill sleeve (03.114.001) not fitting with the plate has already been identified. However, due to previously received market feedback the failure of the drill sleeve (03.114.001) not fitting with the plate has already been identified the first turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. We have taken immediate steps to prevent this from reoccurrence. This covers, amongst other things, a delivery stop - notification was sent on 27 april 2017; a corrective and preventive action and a non-conforming report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) 1.1mm locking compression (lcp) threaded drill guides for 1.5mm lcp plates did not fit in 1.5mm locking compression plate (lcp) and one (1) threaded bending pin also did not fit in the same 1.5mm lcp plate. This issue was discovered outside the theatre. No patient and case involvement. This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 2 of 2 for complaint (B)(4).